Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was confirmed through review of the device history log, but could not be reproduced during the eval. The pump was tested for 24 hours and no malfunction could be identified. The upper and lower aux assemblies are known contributors to this system error and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.